Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on april 24, 2023.

Manufacturer narrative:
This report is submitted on march 13, 2023.

Event description:
Per the clinic, the patient experienced pain around the implant subsequent to sustaining a head trauma on (B)(6) 2022. The device was electively explanted on (B)(6) 2023. Re-implantation is planned but had not taken place at the time of this report.